Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that, the nurse noticed the foley catheter was out and, upon investigation it was discovered that the foley catheter balloon has ruptured. Also stated that the patient had both foley catheter and ureteral stents. Foley catheter was sequestered and upon inspection, balloon damage appeared to be a circular break around entire balloon yet leaving foley catheter intact. It was stated by the doctor that the ureteral stents would not have caused foley catheter balloon to rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that, the nurse noticed the foley catheter was out and, upon investigation it was discovered that the foley catheter balloon has ruptured. Also stated that the patient had both foley catheter and ureteral stents. Foley catheter was sequestered and upon inspection, balloon damage appeared to be a circular break around entire balloon yet leaving foley catheter intact. It was stated by the doctor that the ureteral stents would not have caused foley catheter balloon to rupture.